Manufacturer narrative:
Section b5: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of atrial fibrillation and recent deep vein thrombosis to the left popliteal vein. The patient was on anticoagulation therapy; however, he suffered gastrointestinal bleed with bright red blood per rectum several times prior to his hospital admission. The filter was deployed via the right common femoral vein. It was placed approximately 2 cm below the origin of the right renal vein. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava wall, tilting of the filter, deep vein thrombosis and pulmonary embolism. A CT scan, done approximately five years and six months after the index procedure, reveals the superior tip of the filter is located 4 cm from the right main renal vein. The patient appears to have an accessory right renal vein which is smaller and more inferior. The superior tip of the filter is located 2-2.5 cm from this structure. The inferior aspect of the filter extends into the right common iliac vein. There is a mid-leftward tilt of the filter. No perforation was identified. Per the patient profile form (ppf), the patient experienced pain in both legs, caused by tilting of filter pressing on a nerve. The patient reports mental anguish and fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and pulmonary embolism do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava wall, tilting of the filter, deep vein thrombosis and pulmonary embolism. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava wall, tilting of the filter, deep vein thrombosis and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of atrial fibrillation and recent deep vein thrombosis to the left popliteal vein. The patient was on anticoagulation therapy; however, he suffered gastrointestinal bleed with bright red blood per rectum several times prior to his hospital admission. The filter was deployed via the right common femoral vein. It was placed approximately 2 cm below the origin of the right renal vein. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately five years and six months after the index procedure indicate that the superior tip of the filter is located 4 cm from the right main renal vein. The patient appears to have an accessory right renal vein which is smaller and more inferior. The superior tip of the filter is located 2-2.5 cm from this structure. The inferior aspect of the filter extends into the right common iliac vein. There is a mid-leftward tilt of the filter. No perforation was identified. Additional information received per the patient profile form (ppf) states that the patient experienced pain in both legs. The patient wrote that the pain was caused by tilting of filter pressing on a nerve. The form also states that the patient experienced mental anguish and fear of filter migration. Additional information is pending and will be submitted within 30 days of receipt.